Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: last week, inratio: 1.3, lab: 2.2. This week, 1.4. Lab comparison was done the next day.

Manufacturer narrative:
Investigation pending.